Event description:
A malfunction was reported on the customer's pump, with no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support responded by arranging for a replacement pump and advised the customer on several follow-up actions, including using multiple daily injection (mdi) as a backup therapy, storing the malfunctioning pump correctly before returning it.